Event description:
Follow up reported the connector between the adaptor and stimulator had a kink preventing seating in the stimulator. The adaptor was replaced and the impedance was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had their implantable neurostimulator (ins) replaced the day prior to the report due to normal end of life (eol). It was noted that since the replacement, the patient had a full return of symptoms. It was noted that the impedances were greater than 40,000 ohms on all unipolar and bipolar contacts with the exception of c/0, which was 757 ohms. It was further noted that the therapy impedances were ¿showing high and low current reading.¿ it was noted that contacts 0-7 were programmed. It was further noted that it was unknown if the patient had an adaptor implanted. It was noted that it was unknown if ¿they were only at the pocket or if the extension was replaced.¿ it was ¿suggested that the lead configuration was wrong.¿ it was noted that the patient had ¿always been programmed on 0/3 and 4/7.¿ it was noted that the patient was going back to surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: 64002, product type: adapter. (B)(4).